Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient's parents found the patient suffering from a seizure around 12:30 am on (B)(6) 2022. The patient's dexcom cgm was reading between 9.0 and 12.0 mmol/l during this time, while a comparative fingerstick measurement revealed a blood glucose meter value of 1.2 mmol/l. Prior to the seizure, the reporter stated that the patient had received alerts for high readings on his cgm between 5:27 pm and 7:31 pm on (B)(6) 2022. Consequently, 74 units of insulin were administered to the patient. The patient was transported to a hospital via ambulance and admitted to the intensive care unit (ICU) with severe hypoglycemia. He was sedated for 24-36 hours due to body movement/anxiety. The patient remained in the ICU for one and a half days. The patient was still in the hospital under observation at the time of contact, though he was reported to be awake and doing better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/23/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. During the evening the patient had high alerts between 5:27 pm and 7:31 pm, and the user had delivered 74 units of insulin during that time period. The patient was using a tandem insulin pump. Between midnight and 12:30 am the parents found the patient was having a seizure. The bg finger stick value was 1.2 mmol/l but the pump display screen showed the cgm value ranged from 9.0 to 12.0 mmol/l. He was transported via ambulance to the hospital and admitted to ICU for 1.5 days. Treatment included IV¿s with fluids (saline). He was sedated for 24-36 hours for anxiety and body movement, and then transferred to a hospital ward on (B)(6)2022. On (B)(6)2022, he had recovered and was discharged from the hospital in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.